Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Further clinical details have been shared regarding the patient support and a minor bleed at the impella access site. There was oozing noted at the right femoral artery site of the cp pump as well as bleeding at the axillary artery graft site of the 5.5 pump. The cp site was resolved by use of a perclose groin closure device while the 5.5 pump site had a jp drain placed, was given blood replacement, and resolved when the pump and jp drain were removed.

Manufacturer narrative:
Patient-device interaction/peripheral arterial ischemia: the cause of the injury was not determined due to insufficient clinical details.